Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Revision implants were a stem, head, and 4 beaded cables.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Revision implants were a stem, head, and 4 beaded cables.

Manufacturer narrative:
An event regarding revision involving a security stem was reported. The event was confirmed as following a review of the provided revision implant sheet. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.